Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: the actual device was not available; however, seventy (70) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A male luer was observed to be locked. The port in the sleeve tab that goes into the angiocath was glued. The reported condition was verified. The cause was determined to be improper solvent application during the assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "port 9" (male luer) of an unspecified quantity (up to ten) of clearlink system continu-flo solution sets was "locked too tightly to luer on to the IV catheter". The issue occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.